Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5037043) in united states on (B)(6)-2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer reported that they placed 3 coils into her fallopian tube. She had some discomfort for 2 months after procedure where the coils were placed and felt fatigued, heavy periods, cramping and intense throbbing pain where coils were placed that would hurt at random times, it didn't matter if she was sitting, standing, laying down or exercising. She had her hsg (hysterosalpingogram) test in 2013 to confirm blockage and everything was correct, all coils in place. In 2014 consumer started experiencing abnormal symptoms starting with a missed period, frequent urination, bladder infections, dizzy spells, nausea, weight gain, severe bloating where she looked 3 months pregnant, severe constipation, severe abdominal cramping like her insides were being twisted and torn apart as well as cramping in pelvic region like her uterus was stretching. She went to her gynecologist in 2014 and she did a vaginal exam and urine test and came back negative. She was diagnosed with hormonal imbalance. Her symptoms became worse with severe abdominal cramping to the point where she could not walk, throbbing pain in pelvic region where coils could have been placed and second below, and severe constipation for 6 days and she went into an urgent care clinic in 2014 and they diagnosed it as severe constipation and blockage in her intestines as well as blood in her stool, and high levels of protein. Consumer had her symptoms became even worse with abdominal pain, flank pain, uti (urinary tract infection) and previous symptoms listed prior. She went to a doctor in 2014 and she ran a urine test as she still had not started her period and she requested an x-ray and diagnosed her with a uti and the x-ray showed she had blockage in her intestines as well as found 3 coils, 2 in her fallopian, one on either side and one below fallopian tubes but thought nothing of it when we looked at it because we were focused on the blockage in her intestines. Her doctor prescribed her with some antibiotics for her uti. Her symptoms still remained all of them listed prior this time high fever, less than 24 hours later, leaving her office, experienced high fever for 6 days of 101-103, severe cramping where she could not move and she broke out in a rash head to toe and her symptoms became worse and she wound up in the emergency room and they looked at her x-ray and performed a CT scan as well as blood work. Her doctors came in and said that what they could conclude from her CT scan, x-ray, blood tests and urine tests the 3rd coil had broken off which she was aware she had a third coil and it was perforating her uterus causing all of her symptoms. Doctors told her to call her gynecologist right away and to schedule surgery to have it removed immediately. She had her blood work done for pre surgery. On (B)(6) 2014, the consumer had the faulty coil removed using laparoscopic surgery. She requested to see the image and the coil was bent, entwined and damaged. No additional information was provided. Follow up information received on (B)(6)-2014 from consumer: patient information was added. The consumer had no previous gynecological problems or procedures nor relevant medical history or concurrent conditions. She is gravida 3 and para 0; she had 3 miscarriages. Essure were inserted on (B)(6)-2013. The patient had a miscarriage in (B)(6)-2013. She used condoms as back-up contraception until total tubal occlusion confirmation. In (B)(6)-2013, the hsg (hysterosalpingogram) was done and showed the tubes blocked. In (B)(6)-2014, consumer went to the ER with pain and had an x-ray that showed 3 coils and one was loose. A CT scan was also done and showed perforation of uterus, an ovarian cyst and scar tissue with chronic inflammation. She had extreme pain, severe constipation for 3 months, bloating (looked like 4 months pregnant), nausea, dizziness, discharge, uti (urinary tract infection), bladder infection and headaches. The patient did not know which side the third essure came from (the other two were in place). The consumer did not know if the perforation occurred during the insertion procedure. On (B)(6)-2014, the loose coil was removed but the other two were still in the patient. The removal was done by laparoscopy. Consumer reported that she did not recovered from the removal procedure, she still have occasional pain with exercise or ovulating or during her period, bloating, constipation and the utis. Some of the pain was resolved. Consumer reported that she believes that essure have caused her condition. Ptc (product technical complaint) investigation result received on (B)(6)-2014. The ptc global number for this report is (B)(4). Final assessment: when a term like "broke", is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be broken". Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(4), "(B)(4)," because an investigation of the same failure mode has already been initiated. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(4). Medical assessment: the reported adverse events are not indicative of a quality defect per se. In this particular case additionally a technical defect (breakage) was reported. The reported technical defect could not be evaluated in more detail due to lack of sample return. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to 27 year-old female consumer who had essure (fallopian tube occlusion insert) inserted and one essure coil was below fallopian tubes and was perforating the uterus. She also experienced blockage in intestines, blood in stools and uti. The first event is serious due to medical significance, listed in the reference safety information for essure and was considered an incident as it led to a surgical removal (laparoscopy) of essure. Uterine perforation may occur with any trans-cervical intrauterine procedure including insertion of essure. In this particular case, uterine perforation; in addition to the presence of 3 essure coils were diagnosed. One of the coils (which was loose) was removed. Based on the provided information, a causal relationship between the reported perforation and essure cannot be excluded. Regarding the serious, unlisted events: blockage in intestines and blood in stools; obstructions of bowels may have several causes such as infections, hernias, adhesions, tumors, and kidney or lung disease. Given the limited information provided, causality between these events and essure use cannot be assessed. For the serious, unlisted event uti, interpreted as urinary tract infections, its pathogenesis in women begins with colonization of the vaginal introitus by uropathogens from the fecal flora, given its pathophysiology and considering essure local action at fallopian tubes, it was considered as unrelated to the suspect insert. Other non-serious events were reported, including 3rd coild had broken off, interpreted as a device breakage. This event initially considered unlisted, was, upon receipt of product technical investigation (ptc) updated to listed (anticipated). This ptc analysis also concluded that based on the available information; there is no reason to suspect a causal relationship to a potential quality deficit of the product. Follow-up information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 13-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0061, awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that on (B)(6) 2014 she missed period, had frequent urination, bladder infections, dizzy spells, nausea, weight gain, severe bloating where she looked pregnant, constipation, abdominal cramping like her insides were being twisted and torn apart as well as cramping in pelvic region. She went to her gynecologist on (B)(6) 2014 and she did a vaginal exam as was diagnosed with hormonal imbalance. On (B)(6) 2014 she had abdominal cramping, throbbing pain in pelvic region and severe constipation for 6 days. They diagnosed it as blockage in her intestines as well as blood in her stool and high levels of protein. She was on laxatives, anema and stool softeners for 1 week and again her symptoms became worse with abdominal pain, flank pain and uti (urinary tract infection). On (B)(6) 2014 she saw her doctor and was requested to her an x-ray, urine test and diagnosed her with a uti. The x-ray showed she had blockage in her intestines as well as found 3 coils. Her doctor prescribed her some antibiotics for her uti. Consumer went to emergency room on (B)(6) 2014 and a CT scan was performed which showed that the 3rd coil had broken off and was perforating her uterus causing all of her symptoms. On (B)(6) 2014 she went to her gynecologist complaining of pelvic pain and sharp pain. They did a pelvic exam and she had cysts; she had excruciating pain around 48 hours later and started bleeding. She went to her gynecologist and she said the cyst was rupturing and needed to be removed immediately. She had a laparoscopic surgery to remove cyst on (B)(6) 2014 and spent two days in the hospital. On (B)(6) 2015 she started having pelvic pain and went back to the gynecologist and she did an ultrasound and had another cyst and she was told it was smaller than last cyst and should go away on its own. In (B)(6) 2015 she returned to the doctor for pelvic pain and discomfort and they did a pelvic exam and ultrasound and found another cyst again and she was told again it should go away on its own. The second week of (B)(6) 2015 she started experiencing bloating, constipation, fatigue, bladder issues and dizziness and they took urine samples and pelvic exams and all came negative and normal. Diagnoses blockage in her intestines and prescribed miralax. Third week of (B)(6) 2015 severe bloating, frequent urination and constipation. They did a urine test and all came back normal. They said blockage in her intestines and prescribed her milk of magnesium. On (B)(6) 2015 went back again to the doctor for vaginal bleeding and severe cramping. They ran urine and blood tests, vaginal ultrasound and the gynecologist felt it was due to essure pet fibers and was referring her to a gastroenterologist. She was discussing with her gynecologist about removal of the device. She mentioned that one coil migrated and perforated her uterus. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one essure coil was below fallopian tubes and was perforating the uterus. This coil was removed via laparoscopic surgery. She also experienced two episodes of blockage in intestines, blood in stools, uti (urinary tract infection), and (ovarian) cyst rupture. These events were considered serious due to medical significance, except for ovarian cyst rupture, serious due to hospitalization. Uterine perforation is a listed event in the reference safety information for essure while the remaining events are unlisted. Uterine perforation may occur with any trans-cervical intrauterine procedure including insertion of essure. In this particular case, uterine perforation in addition to the presence of 3 essure coils was diagnosed. One of the coils (which was loose) was removed. Based on the provided information, a causal relationship between the reported perforation and essure cannot be excluded. Regarding blockage in intestines and blood in stools, obstructions of bowels and bleeding may have several causes such as infections, hernias, adhesions, tumors, and kidney or lung disease. Given the limited information provided, causality between these events and essure use cannot be assessed. Regarding events uti and ovarian cyst rupture considering the pathophysiology of the events and essure's local effect in the fallopian tubes, causality was assessed as unrelated. This case was regarded as incident due to required intervention (laparoscopic removal of essure coil). Non-serious event 3rd coil had broken off, interpreted as a device breakage was initially considered unlisted, and upon receipt of product technical investigation was updated to listed. This technical analysis concluded that based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit of the product.